Event description:
It was reported that the patient developed infection at the ipg site. Symptoms of redness was noted. The patient will undergo explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 7072836 / 7072854.

Event description:
It was reported that the patient developed infection at the ipg site. Symptoms of redness was noted. The patient will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.